Manufacturer narrative:
Button error alarm and no button response due to corroded keypad traces. Unable to verify for a21 alarm due to no button response. Pump received with missing end cap sticker. No ramping number on their own or scrolling bar moving anomaly noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had unexpected restart alarm and button error alarm. The blood glucose at the time of the incident was 51 mg/dl. Troubleshooting was performed. The device was returned for analysis.